Event description:
The advocate stated that the customer's blood glucose was tested and she received a reading of 15 mg/dl using her contour meter. The customer's glucose was retested using another meter and the reading was 225 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour system showed it to be operating as designed. The meter electronic test and control test results were all within range. No product will be returned for evaluation.